Manufacturer narrative:
Product unavailable for analysis.

Manufacturer narrative:
Visual examination of the device inside the tray noted that the shaft of the device had been damaged at two locations. During packaging, the device became trapped between the lid and base of the tray. The first area of damage on the shaft was located 75mm distal to the strain relief and the damage ran distally for approximately 10mm. The area was flattened and twisted. The second damaged area on the shaft was located 140mm distal to the strain relief and the damage ran distally for approximately 5mm.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was opened for use during preparation of a ureteral dilatation procedure. According to the complainant, during preparation for the procedure, outside the patient, it was noticed that the balloon catheter was kinked when the device was removed from the packaging. The account reported no visible damage to the packaging of the device and the sterile seals had not been compromised. The physician completed the procedure with another uromax ultra balloon dilatation catheter. There were no patient complications. The condition of the patient following the event was reported as "fine".

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was opened for use during preparation of a ureteral dilatation procedure. According to the complainant, during preparation for the procedure, outside the patient, it was noticed that the balloon catheter was kinked when the device was removed from the packaging. The account reported no visible damage to the packaging of the device and the sterile seals had not been compromised. The physician completed the procedure with another uromax ultra balloon dilatation catheter. There were no patient complications. The condition of the patient following the event was reported as "fine".